Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the corometrics fetal monitor displayed tracings that the clinical team determined might indicate the fetus had bradycardia. Subsequently, a decision was made to deliver the baby via caesarian section. Upon delivery, the fetus was noted to have a normal heart rate.

Manufacturer narrative:
Ge healthcare investigation determined that the device indicated the correct fetal heart rate (fhr) readings of fetal distress, and was functioning as intended. During the investigation, the clinician stated that due to inconclusive tracing and high risk pregnancy of the patient, c-section surgery was the appropriate clinical action.